Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt, perforation of the inferior vena cava (ivc) wall and abuts the aorta and right anterior l3 osteophyte. The patient reported becoming aware of perforation of filter strut(s) 2 mm beyond the wall of the inferior vena cava (ivc) approximately six years and ten months post implant. The patient also reported lower abdomen and groin pain, and anxiety. According to the implant record the indication for the filter implant was a history of deep vein thrombosis (dvt), pulmonary embolism (pe) and a planned surgical procedure. The filter was placed via the right common femoral vein and deployed below the level of the renal veins. The patient did well and was in stable condition after the procedure. Approximately six years and ten months post implant a computed tomography (CT) scan was performed. Results of the scan indicate that the filter was about 1 cm craniad to the right renal vein ostium and was at the level of the left renal vein ostium. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Due to the nature of the complaint the pain experienced by the patient could not be further clarified nor a clinical determination made. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt), pulmonary embolism (pe) and a planned surgical procedure. The filter was deployed via the patient's right common femoral vein. It was placed below the level of the renal veins. The patient did well and was in stable condition after the procedure. The results of abdominal computed tomography (CT) scans done approximately six years and ten months after the index procedure indicate that the filter was about 1 cm craniad to the right renal vein ostium and was at the level of the left renal vein ostium.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) 2 mm beyond the wall of the inferior vena cava (ivc). The patient also experienced lower abdomen pain, groin pain, fear and anxiety. The patient became aware of the reported events approximately six years and ten months after the index procedure.

Manufacturer narrative:
The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt, perforation of the inferior vena cava (ivc) wall and abuts the aorta and right anterior osteophyte. The indication for the filter implant was not provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, there is specific evidence that the filter is tilted, perforates the ivc wall and abuts the aorta and right anterior osteophyte. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.